Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection occurred. A component in the force sensor circuit was found to be shifted. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection occurred which was duplicated during evaluation. A component in the force sensor circuit was found to be shifted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.